Event description:
The customer reported that the sterile package containing this apex 1 connection tubing set was not properly sealed. This was noted pre-operatively by the surgical staff and another tubing set was obtained and used to complete the surgery. There was no report of patient involvement/injury or surgical delay with this reported problem.

Manufacturer narrative:
Evaluation findings: conmed linvatec received one opened tubing set with the tyvek lid was lying on top of the tub container for evaluation. Visual examination of the tyvek lid and the tub container found minimal amount of adhesive was present on both the lid and container. There are no similar reports related to this lot number. An investigation is in progress to determine the root cause of this reported problem and a follow-up will be filed once the investigation has been completed.